Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported patient was implanted with a right hip (B)(6) 2010 and is experiencing pain and have trouble walking and dislocated. X-ray and MRI showed loosening.